Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: black box and history recorded 064-0001, 070-0001, and 078-0004 alarms. During investigation received a cs 076 alarm (rewind tolerance error). Opened pump and removed from case. Disassembled motor drive assembly. Tested motor on a 5 volt power supply. Able to easily stall motor. Unable to complete failed steps due to motor failure. Unrelated to the complaint, the display was faded and pink.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a motor issue. The piston stopped moving completely. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.